Event description:
Pt dislodged venous needle during treatment. Pt was administered fluids in the dialysis unit, and was transferred to the hosp for a 2-unit blood transfusion. The pt expired on 07/19/98.